Manufacturer narrative:
The insulin pump passed functional testing's including displacement test, rewind, basic occlusion, occlusion, prime and no delivery tests. The insulin pump was received with normal operating currents and no unexpected off no power or low battery alarm noted. The insulin pump had an intermittent button response due to corroded keypad traces. No button error alarm noted during testing. The insulin pump had cracked case at display window corner, minor scratched lcd window, cracked battery tube threads, cracked reservoir tube lip and missing endcap sticker.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call indicating that he was hospitalized due to high blood glucose. Customer's blood glucose at time of emergency room visit was 300 mg/dl. The customer was admitted to the hospital for few hours. Customer has a lot of stomach pressure, dizzy and achy and blurred vision. The customer was treated with IV fluids and insulin. Customer was wearing the pump at time of emergency room visit. The customer reported via phone call indicating that the insulin pump alarm button error. Customer's blood glucose at time of incident was 300 mg/dl. The customer stated that there is no significant event leading to the alarm. The customer was advised that the device would be replaced. The customer was advised to discontinue use of the device and revert to a backup plan.